Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the surgeon believes he extended the knee prior to cement hardening which induced anterior slope into the tibial component which caused loosening over time.

Event description:
It was reported that the patient was revised due to tibial loosening at the cement to implant interface. The cement manufacturer was depuy. Doi: (B)(6) 2024. Dor: (B)(6) 2024. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information- was received and states that; a. Was there any surgical delay related to the event? - no. B. Was there any allegation against the tibial insert? - no. C. How was the cement prepared for use? - according to guidelines. D. What equipment was used to prepare / mix the cement? - mixing bowl. E. What was the timing to mix and the time between mixing and setting? - mix time according to guidelines and set time can't remember for specific case. F. What equipment was used to deliver the cement? - change of gloves and by hand. G. What was the storage temperature of the cement prior to usage? - 66 fahrenheit. H. What was the or temperature during use of the cement? - 66 fahrenheit.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: